Event description:
It was reported that the device had undergone over infusion. 3.4 ml/hr was set for a total 63.3 vtbi. 70ml was infused after 2.5 hours. There was patient involvement but no harm.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. No product will be returned.

Event description:
It was reported that the device had undergone over infusion. 3.4 ml/hr was set for a total 63.3 vtbi. 70ml was infused after 2.5 hours. There was patient involvement but no harm.

Manufacturer narrative:
Additional information : imdrf annex a, b, g codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.